Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
On (B)(6) 2014 information was received from a healthcare professional (hcp) indicating that the patient had experienced the following symptoms: a loss of function in their legs, pain, tingling, and numbness. In regards to troubleshooting, the hcp indicated that an MRI and CT scan had revealed the granuloma. They noted that the patient had not recovered and their symptoms/issue was ongoing.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported the catheter was leaking and the patient started to lose feeling from the waist down. The patient went to a different hcp and found out what was wrong with the patient. The patient had surgery to remove the granuloma. The patient then spent 30 days in the hospital. Per the patient they had morphine in the pump but didn¿t remember the dose or concentration, he could just say ¿was on a very high dose, it was the highest you could go¿. The patient further stated ¿but catheter wasn¿t properly placed and it was leaking and caused a granuloma.¿ the patient stated that the surgeon denied that it happened but the patient was sent to a another facility and the granuloma was removed and the surgeon replaced the catheter. This occurred in (B)(6) 2012. The pump was used to deliver morphine.